Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was attempted to be implanted into a patient. It was determined to be too large, and a 22mm amplatzer amulet left atrial appendage occluder was implanted using a amplatzer torqvue 45x45 delivery sheath. 32 days afterward, the patient developed a pericardial effusion. The patient underwent pericardiocentesis where 300cc of dark red blood was drained from the pericardial space. 81mg of aspirin and 75mg of plavix was given during the procedure. The patient was reported to have tolerated the procedure well and was discharged home. It is believed that the amulet device caused the pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However one video was received from the field appearing to show the device in the patient's body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.